Manufacturer narrative:
Additional information: conclusion code is also applicable for catheter model 8596sc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of catheter model 8596sc found ¿sutureless connector ¿ coring/tearing/cuts in seal¿. Analysis of catheter model 8709sc found ¿no significant anomaly - acceptable catheter testing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, lot# n186513022, implanted: (B)(6) 2009, explanted: (B)(6)2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-nov-2011, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline 9mg/ml at minimum rate via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2020 it was reported that the physician was unable to aspirate the catheter through the side port. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye in (B)(6) 2019, exact date was unknown. The catheter was explanted and replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.